Event description:
Boston scientific received information that during the recent change out of this device for this pacemaker dependant patient, when the right ventricular (rv) lead was plugged into the new device, there was a period of asystole and no pacing for greater than 1 minute. Boston scientific technical services (ts) was consulted and stated that there is no auto detect lead feature and if the device was still in storage mode, there is a back up pace at a low rate and amplitude so that the device can make sure its functioning appropriately. This is expected device operation and would need to take the device out of storage mode to ensure proper pacing. The physician stated that they are trying to verify sensing for atrial fibrillation, since the patient was asystolic for 1 minute at implant, they finally had an intrinsic heart beat come through, but the device did not sense it. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.